Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be determined. Based on the investigation findings, the malfunction is likely due to a component failure with no evidence of a design or manufacturing deficiency. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the adhesive of the bending section cover of the cystonephrovideoscope peels off. There was no patient involvement.